Manufacturer narrative:
Complaint conclusion: during the use of a saberx balloon catheter (5mm x 15cm155cm) to the superficial femoral artery (sfa), it was reported that the device was delivered to the lesion and pressure was applied several times. Then the balloon ruptured. The balloon catheter was removed intact.  It was unknown how the procedure completed but it was finished successfully. There was no reported patient injury. The patient¿s vessel level of tortuosity is unknown. The lesion was calcified. The rate of stenosis is unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17414852 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
During the use of a saber balloon catheter rx (5mm15cm155) to the superficial femoral artery (sfa), it was reported that the device was delivered to the lesion and pressure was applied several times. Then the balloon ruptured. The balloon catheter was removed intact.  It was unknown how the procedure completed but it was finished successfully. There was no reported patient injury. The product was will not be returned for analysis. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device prepped normally, maintaining negative pressure.  No additional information is available.